Event description:
As reported by our edwards lifesciences japanese affiliate, during a transfemoral tavr procedure, unable to de-air a balloon catheter, complete atrioventricular block (cavb), and pericardial effusion were noted. During preparation of a 20 mm ew transfemoral balloon catheter, de-airing was performed in the standard manner. Air bubble kept on coming up into the syringe. Even after securely tightening the 3-way stopcock, the issue was not resolved. A new balloon catheter was opened and successfully de-aired. Following implantation of a 26 mm sapien 3 ultra resilia (s3ur) valve in an 80:20 aortic/ventricular (a/v) position, a cavb and hypotension were observed. Transesophageal echocardiography (tee) revealed a pericardial effusion. A drain was inserted, and the patient was placed under observation. The cause of the pericardial effusion remains unclear, though concerns were raised not only about the valve implantation but also about possible wire or catheter manipulation. While managing the pericardial effusion, the patient returned to sinus rhythm from the cavb. And sinus rhythm was maintained upon leaving the operation room.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the device training manuals, risk factors for aortic dissection, cardiac/aortic hematoma, or annular rupture during the tvr procedure include significant valve over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified sinotubular junction. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien transcatheter heart valve (all models) relies calcium to securely anchor in the landing zone. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The cause of the pericardial effusion remains unclear, though concerns were raised not only about the valve implantation but also about possible wire or catheter manipulation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.